Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the programmer antenna was damaged and they want it replaced because when they have it plugged in the patient programmer is not detecting the implant. When they take the antenna off it works. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating a replacement patient programmer was sent and the problem was solved.